Event description:
The reporter stated upon removing the seal cap, the needle and cannula deployed prior to placement, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.